Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (concentration and dose) via an implantable pump. Indication for use was movement disorders. The date of the event was approximately(B)(6) 2018. It was reported the managing physician had difficulty accessing the pump and discovered it was flipped. The patient experienced a loss of weight which caused loose tissue at the pocket site. The pump was manually flipped over to access for a refill. A pump pocket revision was done. The pump pocket was opened, and the pump was re-sutured down to the fascia. The issue was resolved. Patient was alive - no injury. Patient weight was unknown. Medical history was failed back surgery syndrome. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The date of the pump revision was (B)(6) 2018. The patient¿s weight was unknown. Patient symptoms were reported as ¿unable to refill pump¿.